Event description:
It was reported there was warning message "loss of communication". The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Know good analyzer was installed and was able to get to analyzer software with no fault found. Further testing revealed that the loop back test is out of specification. A printed circuit board was found out of electrical specification.